Event description:
It was originally reported that the pt experienced a loss of therapeutic effect and was sore over the device location. It hurt at night. The pt was unable to adjust the stimulation. It was further reported that the pt had experienced 3 urinary tract infections (uti) since the implant. The pt had a "really bad one" at the time of the report. The pt believed that the device must not have been working because she had the uti's. The pt continued to feel stimulation and was able to troubleshoot. The pt had been to the ER for the current uti and was given medication. However, the medication was making her sick and she planned to discontinue it. Additional info was requested.

Manufacturer narrative:
(B)(4)